Event description:
Pt had just gotten up out of chair but noticed o2 tubing had gotten stuck between seat and side arms. They activated recline button, released tubing, took hand off of recline button and chair continued to recline. The foot rest lifted, knocking pt forward to the floor. 911 was called, pt was taken to the ER for leg skin tears, burning and palm injury, then released to home. Pt family member can duplicate this "sticking" button failure.